Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic, dependent patient presented to the clinic for a routine follow-up, episodes of non-sustained right ventricular oversensing that appeared to be myopotential oversensing were observed on the ventricular channel. Noise was not reproducible with isometrics and positional testing in the clinic. Device settings autoprogrammed when the low frequency attenuation was turned off. The patient returned for a follow-up and a programming change was made. The patient will be remotely monitored. The patient condition is good before and after the event.